Event description:
I received a bilateral tmj concepts tmj implant and device in 2002. It was great for about 1 1/2 yrs then I needed to have surgery to clean out my joints on an annual basis to remove bone growth and neuromas. My implanting surgeon passed away 3 1/2 yrs ago and I have been unable to find a new oral surgeon who'll see me and address my medical problems. My mouth opening is down to 1 1/2 fingers and is closing down. My implant device makes clacking and cracking sounds. Both sides of tmj are swollen. I'm in severe pain which is hard to explain. It's like a hammer/ice pick. The surgeon who was given my medical records after my doctor passed away refuses to give me a copy of my files, will not return my phone calls, and refuses to see me. I called tmj concepts to try to find another surgeon but each one I've contacted has turned me away and I'm being told to go back to the surgeon who has my records and refuses to see me. In the past 10 yrs I've also been diagnosed with ibs, have ulcers from my medications, experience dizziness, and diagnosed with narcolepsy. I desperately need help as my mouth opening is closing down and I'm in so much pain.